Event description:
Baxter reports that the twist clamp of a transfer set was broken during removal by clean flash. The set was in use for 60 days. There is no pt injury or medical intervention assocuiated with this incident according to the international affiliate.